Manufacturer narrative:
Gbo complaint no: (B)(4). Received 1 bx 450239/g151234h for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and samples to our affiliated headquarters in (B)(4) from which we receive this product. According to their investigation and comments, a review of the production documentation indicates no abnormalities occurred during the entire manufacturing process and in process control. In addition, during final checking, which includes functional tests, no deviations were detected. The customer returned samples were visually checked; no deviations were observed. Samples were functionally analyzed; no deviations were observed. The complaint cannot be confirmed.

Event description:
Greiner bio-one product specialist advised that while in-servicing a customer they experience the needle pushing out of the holder when the second tube was applied during a patient blood draw. The phlebotomist removed the needle from the patient. No injuries occurred.